Manufacturer narrative:
The sample was collected in a greiner vacuette 13x100mm serum tube, filled to just under fill-line. The sample was spun for 10 minutes at 3000g at 20 degrees c, and the serum appeared clear. Qc was running accurately and precisely. System check data, from before and after the event, is within specifications. Root cause for this event is undetermined.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to an erroneously elevated troponin (accutni) result, above the ami cut off, generated by unicel dxc 600i synchron access chemistry system for one patient sample. The result was reported out of the laboratory, but the doctor did not believe the result because it did not fit the patient's clinical presentation. Repeat analysis produced results within the normal reference range. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed to or connected with this event.